Event description:
It was reported that the patient had fallen on monday ((B)(6) 2015), landing on their hands and knees. The patient immediately noticed that the pump was "loose" in the pocket, whereas prior to the fall it was more secure. There was pump movement in the pocket. The patient denied any change in therapy or symptoms of withdrawal. The patient was advised to reapply their abdominal binder. The patient was seen at the doctor's office on the morning of report ((B)(6) 2015). They agreed that the pump was loose. There had been no interventions as of (B)(6) 2015. They were going to reach out to the implanting physician to get his opinion on what to do. The patient was referred to the neurosurgeon for evaluation. It was unknown if the positioning of the device was corrected. The patient's status as of (B)(6) 2015, was alive with no injury. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received reported that a dye study was performed on (B)(6) 2015. The results were normal; no leaks or disconnections were seen. The dye was seen in the intrathecal space and the catheter tip was at t7 (unchanged from time of implant). The patient was scheduled to go to her healthcare provider¿s office on (B)(6) 2015 to discuss making adjustments to the dose or possibly changing the drug to help the patient get adequate therapy.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient has had no improvement in pain with the last two dose increases. The physician's assistant (pa) questioned whether the catheter may have become dislodged or disconnected. The pa planned to refer the patient for a dye study.